Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? When did the issue occurred? A: the issue was occurred intra-op what is the procedure date & event day? A: (B)(6). Could you please confirm if the patient suffer from any consequence due to the issue (breakage suture)? A: no, the patients did not have any consequence. Please confirm. Did the surgery was completed successful? A: yes. What was used to complete the procedure? A: change another suture at another lot. What is the device availability. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2021-09624, 2210968-2021-09625, 2210968-2021-09626, 2210968-2021-09627, 2210968-2021-09629, 2210968-2021-09630.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.